Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.50/+2.5/094 (sphere/cylinder/axis), into the patient's right eye (od), on (B)(6) 2022 the lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was replaced with a different model but same length lens and the problem was resolved.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. D4- unique identifier (UDI)#- (B)(4). Claim# (B)(4).